Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed passing through the arterial side of the machine and the machine alarmed. Estimated blood loss was 150cc's. Pt had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.